Manufacturer narrative:
Upon completion of the investigation it was noted that the product was returned for evaluation and the complaint was confirmed. Manufacturing documentation was reviewed for any variations in current process and no variations were found. Lot number was sent in with the sample (lot number 602506). A light brown 'spot' (less than.125" in diameter) was on the top of the pattie, directly around/below the area of the green string. The spot was produced when the string was welded to the cottonoid material. The cottonoid is formed from a rayon material. During processing this rayon material is broken down into small, loose fibers. If the fibers do not break down enough, a small cluster of fibers can result. This in turn creates a thick spot in the pattie. When the string is ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. We use a semi-automated machine to produce this product code. The patties are inspected by a trained operator. The burn marks are difficult to detect due to the size and the color of the pattie. Per the requirements of the specification the operator is required to inspect the front and back of the patties and also count the amount of surgical patties. Operators are trained to wrap each string onto a counting card to make it very visible and to confirm that there are only 10 surgical patties on the card. A tr was opened to retrain all the operators that had worked on this lot #. Since the marking is from burnt rayon material, it would not affect the patient during surgery. Root cause is likely due to operator error. Per the requirements of the specification the operator is required to inspect the front and back of the patties and also count the amount of surgical patties. Operators are trained to wrap each string onto a counting card to make it very visible and to confirm that there are only 10 surgical patties on the card. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Operating room just open the packaging, and found a stain on tampons, worried infection concerns, so they didn't use it and return back to (B)(4). No delays; back up product used to complete procedure.